Event description:
Upon reconstitution, a small amount of solution squirted out of bag/port and went into patient's eyes. No harm to patient was evident. Eye was flushed with water as recommended by manufacturer. Dose amount: rocephin 1gm; frequency: daily; route: IV duplex. Diagnosis or reason for use: empiric tx - vti.